Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 402 mg/dl. The customer was not assisted with troubleshooting. Customer decline troubleshoot for high blood glucose. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.